Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during an intramuscular injection, the bd safetyglide¿ needle broke from the hub while removing it and remained in the patient, where it was successfully removed by staff. The following information was provided by the initial reporter: "nurse was administering im injection to patient. Upon removal, the needle separated from the hub and remained in the patient." Staff was able to successfully remove needle.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that during an intramuscular injection, the bd safetyglide¿ needle broke from the hub while removing it and remained in the patient, where it was successfully removed by staff. The following information was provided by the initial reporter: "nurse was administering im injection to patient. Upon removal, the needle separated from the hub and remained in the patient.". Staff was able to successfully remove needle.